Event description:
It was reported that during procedure the helix was unable to extend as the lead's body would rotate instead of the helix. The lead was exchanged, and a new one was implanted. The patient was noted as stable.

Manufacturer narrative:
The reported events of material twisted, and helix mechanism issue were not confirmed. The device was returned for analysis. After applying torque directly to the connector pin, the helix could extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.